Manufacturer narrative:
The device was returned; however, appropriate documentation was not provided by the reporter to allow for a complete investigation. As such, only a visual examination could be performed which concluded that the cage was indeed fractured; however, without being able to complete a physical evaluation, no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that during surgery, a cage broke upon implanting. The cage was replaced with a new one of the same size and surgery was completed successfully. There was no surgical impact or patient harm reported.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Product was not returned yet, no evaluation could be performed. The review of the device history records is ongoing. Investigation still in progress. Product location unknown.

Event description:
Roi-c: the cage is damaged. In surgery performed on (B)(6) 2019, it was found that the cage was damaged. The surgery was completed with another cage of the same size. No information on patient impact or surgery delay more than 30 min. No more information was provided. Investigation still in progress.